Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. Patient described the area as a skin tear from the patch that was bleeding with a sharp pain and broken skin. There was no alleged device malfunction contributing to the irritation.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.